Manufacturer narrative:
The reported events were lead dislodgement and failure to retract helix. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of failure to retract helix was confirmed. X-ray inspection found over-torque of the inner coil in the connector region consistent with damage occurring at the time of procedure. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The measured full helix extension length was within specification. The cause of the reported event of failure to retract helix was isolated to the over-torque of the inner coil in the connector region and the helix being clogged with blood/tissue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic imaging was performed which revealed the lead was dislodged. The lead was replaced and the patient was in stable condition.